Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the power pcb assembly. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer.

Event description:
It was reported to physio-control that the customer's device would not power on. There was no report of patient use being associated with the reported event.